Event description:
The allen stirrups fell during a vaginal procedure causing the pts leg to fall. "Ankle was twisted" upon inspecting allen stirrups noted that the portion that goes into the holder was worn smooth causing the stirrups to be unstable. Holders were supplied by MFR of the allen stirrups.